Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23345. Reference MFR. Report#: 1627487-2015-23346. Follow-up information revealed the patient is receiving effective stimulation therapy from her scs (thoracic) system; therefore, no further interventions are planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23345, reference MFR. Report#: 1627487-2015-23346. The patient has a total of 8 peripheral (off label) leads : 4 from lot# 3855945, 2 from lot# 3543278, and 2 from lot# 3571569. It was reported the patient does not feel stimulation coverage in his neck. Reprogramming was unable to resolve the issue. Diagnostic testing did not reveal any anomalies. Follow-up information revealed x-rays showed the patient's leads were not connected to the patient's ipgs (reference MFR. Report# 1627487-2015-08207, 1627487-2015-08208 and 1627487-2015-08209. The patient plans to undergo surgical intervention as the next course of action. Please note it unknown which peripheral leads are in the patient's neck; therefore, all are being reported.